Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the device ¿conflicted¿ with a nearby urinary device and was disengaged. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that on (B)(6) 2017, the patient underwent surgery to remove an implanted non-functioning pain device. No symptoms were reported. No further complications were reported/anticipated.